Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2020-00156. The following was published in heart rhythm society in an article titled "life-threatening pericardial bleed complicating atrial fibrillation ablation associated with edoxaban therapy successfully managed with prothrombin complex concentrate" by m choudhury et al., 2020; 6: 163-165. Https://doi.org/10.1016/j.hrcr.2019.12.003. The purpose of the article was to report on the successful use of pcc (prothrombin complex concentrate) in the management of a life-threatening pericardial bleed complicating atrial fibrillation (af) in the context of edoxaban therapy. A (B)(6) year-old patient with persistent af and moderate left ventricular dysfunction with calcific coronary arteries, type ii diabetes, and chronic obstructive pulmonary disease was scheduled for a pulmonary vein isolation procedure using cryoablation. Transseptal puncture was performed under transesophageal echocardiographic, fluoroscopic, and pressure monitoring guidance, using a lamp 90 sheath and brk needle, successfully and without complication. Venograms of the pulmonary veins were being performed using the lamp 90 sheath. Catheter manipulation towards the right pulmonary veins was reported to be extremely difficult and at this point dye staining was seen on fluoroscopy at the tip of the sheath at the atrial border. Echocardiography revealed a 1.6cm pericardial effusion with early features of cardiac tamponade. Pericardiocentesis was performed successfully. Protamine sulfate was delivered however bleeding continued and a further 600ml was drained. The patient was then administered 4-factor pcc in the form of beriplex. Within 10 minutes there was a significant reduction in the volume of blood being drained. The patient was transferred to the cardiac intensive care unit, remaining intubated and ventilated overnight. Minimal draining occurred overnight and echocardiography the following morning confirmed trivial remaining pericardial effusion and no signs of tamponade. The drain was removed on day 3 and the patient recovered well on the coronary care unit.